Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level as it did not exceed specified thresholds. In response, the customer planned to use multiple daily injections (mdi) as backup therapy. Technical support (cts) addressed the problem by arranging a replacement pump with updated software and instructions for placing the faulty pump in storage mode before return. The caller was advised on necessary steps for returning the pump and setting up the new device, and acknowledged all instructions.